Event description:
A volume discrepancy was noted during a normal refill cycle. Actual residual volume (arv) was greater than the expected residual volume (erv): arv:15ml, erv: 2.4ml. Pt experienced return of symptoms especially increased baseline pain and nausea. When the logs were checked there were no alarms, a motor stall was noted on (B)(4) 2011 with recovery on (B)(4) 2011 due to MRI. Drugs delivered via the system were meperidine (demerol) and baclofen (compounded).

Event description:
Additional information: it was later reported that the patient had edema to every other drug besides the demerol. As of (B)(6) 2011, catheter revision was planned. The device was later received and it was stated that the entire system was explanted. It was noted that the refills had been inconsistent "by as much as 10ml". The device was replaced to "avoid in-vivo battery depletion". No rotor or dye studies were performed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that a pump motor stall and recovery occurred on (B)(6) 2011. The pump contained meperidine at a concentration of 100.0 mg/ml, and baclofen at a concentration of 165.0 mcg/ml.

Manufacturer narrative:
Concomitant medical products: catheter model 8703w lot# l37415 implanted: (B)(6) 1996 explanted: (B)(6) 2011. (B)(4). Analysis of the pump model 8637 serial# (B)(4) showed that no anomaly was found. No anomalies were seen during basic analysis or destructive analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.